Manufacturer narrative:
The excor blood pump pu valves; 50 ml in/out; ø 12 mm, lvad, s/n: (B)(6) and rvad, s/n: (B)(6), are used on the patient from on (B)(6) 2026 until the pumps were removed from the patient on (B)(6) 2026. The event occurred on 2026-01-06, which is (5 days) after the pumps were placed on the patient. The patient was being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pumps. The pumps were produced according to our specifications. The excor rvad blood pump s/n: (B)(6) information is as follows: the model number for this lot: p50p-001. The manufacture date for this lot: 2025-08-12. The expiration date for this lot: 2028-07-19. UDI: ((B)(4).

Event description:
The site contacted berlin heart clinical affairs (ca) on 2026-01-12 to report that the patient presented on (B)(6) 2026 with an acute change to neurologic exam with bilateral fixed and dilated pupils with npi is 0. Two head CT were performed showing diffuse loss of gray-white matter differentiation through the bilateral cerebral and cerebellar hemispheres, slightly more conspicuous compared to prior exam. Redemonstration of diffuse effacement of the extra-axial spaces and basal cisterns. New mild cerebellar tonsillar herniation. The ventricles are slit like, slightly decreased compared to prior study. There is no significant midline shift. There is no mass or intracranial hemorrhage. The osseous structures appear normal. Scattered paranasal sinus opacification predominantly in the sphenoid and ethmoid sinuses. Opacification of bilateral mastoid air cells and middle ear cleft, left greater than right. The patient continued to be monitored, and the patient was normothermic, normotensive, without paralysis/sedation and without significant metabolic derangements at that time. On (B)(6) 2026 the patient was withdrawn from support and expired due to poor outcome prognosis. The patient was being supported with the excor system in bi-vad configuration. The berlin excor blood pump functioned as intended maintaining full fill and eject. No deposits were noted in both the pumps at the time of the event.